Manufacturer narrative:
A software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined.

Manufacturer narrative:
Patient information not provided due to japanese patient privacy regulations. No procode, common device name, unique device identification (UDI) and/or 510k provided as this device is not released for distribution in the united states. No parts have been received by the manufacturer for evaluation. Part not returned for analysis.

Event description:
A site representative reported that, while in a spinal fusion, the images from the imaging system displayed as blank when attempting fluoro acquisitions from the side. The site opted to complete the procedure using only the front image acquisitions performed. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome. No additional information was provided.